Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, the reported single leaflet device attachment (slda) and the reported poor image resolution were due to challenging patient anatomy. The reported recurrent mitral regurgitation was a result of the reported slda. The reported dyspnea was a result of the reported recurrent mitral regurgitation. The reported patient effects of worsening mitral regurgitation and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization difficulty due to a rotated heart and big prolapse. On (B)(6) 2020, one xtr clip (00219u121) and one ntr clip (90817u132) were successfully deployed, reducing mr to 2. Then on (B)(6) 2020, the patient returned for a follow up. The patient had dyspnea and increased mr. Imaging showed the xtr clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Imaging also showed the ntr clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr grade increased to 4. On (B)(6) 2020, the patient underwent a second mitraclip procedure. The patient's dyspnea improved and mr was reduced to 1-2. There was no clinically significant delay in the procedure.